Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the graftmaster rx was used to treat an existing perforation caused by another device in the left anterior descending coronary artery. The graftmaster failed to cross the perforation due to the anatomy. Another graftmaster was used to successfully seal the perforation. There was no adverse patient sequela or clinically significant delay. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.